Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that when using the robotic assisted saw handpiece device and the robotic assisted saw interface device (sasi) right, it was observed that the saw was noticeably vibrating and shaking. It was reported that the device was not functioning properly and the clamp, even though it was clamped properly, the saw was loose and vibrated and shook more than normal. It was reported that the event occurred during the first cut. The surgeon opened and reattached the saw to address the issue. It was reported that the robot was attached to the surgical bed. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.